Manufacturer narrative:
Medical device problem code - 1494: off-label use (age < 21). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -13.5/2.0/084 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting and refractive surprise. On (B)(6) 2023 the lens was exchanged with a longer length, spherical lens with different power and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim #: (B)(4).